Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 2.25 x 20 synergy drug-eluting stent was selected for use. However, upon removing it from the sleeve, the stent struts were bent. The procedure was completed with another of the same device.